Manufacturer narrative:
(B)(4). Event description continued: per the physician, the clip was stable on the aml, no chordae damage was seen, no prolapse or flail of the aml or pml. The clip did not reach out into the left atrium or above the annulus. The patient was discharged home in stable condition with no complaints. On (B)(6) 2014, the patient underwent another tee. A small tear was seen at the p2 segment. The mitraclip team reviewed the results of the tee and decided not to perform another mitraclip procedure as the risk of another tear of a second or third clip was too high. On (B)(6) 2014, the patient underwent a heart port mitral valve repair. The clip was explanted. The posterior and anterior mitral valve leaflets remained intact after the explant. Postoperatively, the patient was stable. No additional information was provided. The mitraclip was explanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Explanted clip returned. Evaluation summary: the explanted clip was returned for analysis; however the remainder of the clip delivery system (cds) device was not returned. The clip was returned with tissue observed with the clip arms. It was observed that one gripper arm on the clip was bent and a frictional element (fe) was bent backwards. The gripper cover was frayed. In this case, it is possible that the damage to the clip components (bent gripper, bent fe and frays on the clip cover) occurred while the physician was explanting the clip during the surgical intervention; however, this cannot be confirmed. Although a definitive cause for internal damage cannot be determined, the noted bends and fraying do not appear to be related to the reported difficulties. The clip was reported to have been detached from the posterior mitral leaflet (pml); while the clip was returned with tissue within the clip, the single leaflet device attachment (slda) resulting in reported incomplete coaptation cannot be replicated in a testing environment as it was based on operational circumstances. Potential causes for slda leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances for this lot. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. There were no reported issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the clip was deployed without any problems. However, one day after the procedure, the clip had detached from the pml and approximately one week later a small tear in the pml was observed. Although the reported mitral regurgitation (mr) was likely related to the slda, a definitive cause for the slda and tissue damage cannot be determined. The patient effects of worsening mr and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed as the clip detached from one leaflet resulting in increased mitral regurgitation grade, leaflet tear and surgical valve repair, considered serious injury. It was reported that on (B)(6) /2014, during a mitraclip procedure, positioning of the clip was performed according to normal procedure. Both 2d and 3d imaging were used and a successful grasp of both leaflets was accomplished. There was significant reduction in mitral regurgitation (mr) observed in transesophageal echocardiogram (tee) imaging. Leaflet insertion and assessment were performed according to the instructions for use (IFU). A double orifice area, leaflet immobilization and limited leaflet mobility were noted and confirmed by all physicians. Before clip deployment, imaging was used to again verify valve function, satisfactory coaptation, insertion of both leaflets, and mr evaluation. The clip was deployed at the a2p2 segment without any problems. Immediately post procedure, no abnormalities were observed. The functional mitral regurgitation grade was reduced from 3-4 to 1. On (B)(6) 2014, before hospital discharge, the patient underwent standard evaluation using transthoracic echocardiogram (tte) imaging. It was observed that the clip had detached from the posterior mitral valve leaflet (pml) and was still attached to the anterior mitral valve leaflet (aml). The mr had increased to grade 3.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the image quality was satisfactory and there were no difficulties during the procedure. No additional information was provided.